Event description:
It was reported that pump experienced malfunction alarm with code 16 that recurred after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.